Manufacturer narrative:
Concomitant product: product ID 8709, lot # l55563, implanted: (B)(6) 1998, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml, 240 mcg/day) via an implantable infusion pump. Indications for use included intractable spasticity. Other medications the patient was taking at the time of the event included: insulin, lasix, midodrine, neurontin, norco, vitamin c, nexium, zocor, epogen, venofer, emla, ditropan xl, coumadin, coreg, baclofen, and aspirin. The patient¿s pertinent medical history included: allergies to penicillin, sulfa and betadine; spastic tetraplegia; history of dvt; hypotension; decubitus skin ulcers; neurogenic bowel and bladder; end stage kidney failure and on dialysis; diabetes mellitus type 2 (dm2). It was reported that the patient had a computed tomography (CT) scan done in the emergency room (ER) after complaining of abdominal pain. That is when it was determined that the catheter was fractured in the upper lumbar region. The patient¿s family reported that the patient was "kind of" having symptoms of withdrawal. The patient met with a neurosurgeon to discuss catheter replacement on (B)(6) 2015, and the patient had "recently" been in the ER prior to that when the issue was determined. The catheter replacement happened on (B)(6) 2015, and the patient would be staying as an in-patient to be monitored. The dose was decreased from 699 mcg/day to 240 mcg/day. A 0.223 prime was done on the catheter volume only. Regarding when the patient first began experiencing the abdominal pain and symptoms of withdrawal, it was noted that there were no withdrawal symptoms, the patient only complained of abdominal pain and back pain 1 month before (B)(6) 2015. The cause of the catheter fracture was unknown.